Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose reached 480 mg/dl. Multiple attempts were made by tandem¿s technical support to ensure back up therapy was obtained; however no response from the customer was received.